Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 0 occurred. Customer reloaded the cartridge to resolve the issue. Customer's blood glucose (bg) level was 199 mg/dl.